Manufacturer narrative:
Continuation of d10: product ID 8703w36, serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w36, serial/lot #: (B)(6), ubd: 15-mar-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient receiving an unknown medication via implanted infusion pump. It was reported that they had pump implanted in (B)(6) 1999 and had no problems with it and was able to lead a normal life again. On (B)(6) 2019 a doctor put an injection into their spinal canal and slit the catheter. It was claimed that the pump would have sent a warning signal so the patient's withdrawal could have been prevented. It was also assumed that the pump was already broken because of it's age and because they had back pain. The patient stated that if the pump had worked properly, they wouldn't have felt "them". No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that an attempt to contact the physi cian resulted in the information that the physician had long retired. The provider who managed the patient's device was the physician that implanted the pump in 1999 and according to the email of the patient, had long retired.